Event description:
A call to technical services was made on 7/3/2013 stating that this lead was removed out from service on (B)(6) 2013 due to problems with defibrillation thresholds. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).